Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used during planned treatment. The procedure was completed by retrying exposure as it was intermittent. A philips field service engineer (fse) examined the system onsite and confirmed that device cannot exposure intermittently, restart did not solve the issue. Review of the log files shows large focus was defective intermittently and the small focus has been defective from (B)(6). The fse has sent quote for replacement service of the tube to customer however customer did not approve the quotation. As a result, no service has been carried out by philips. There has been no additional information received to date. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer failed to perform exposures. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.